Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to bacterial infection with vegetation. Reportedly, the patient arrived at the clinic with possible pocket infection and cultures showed pseudomonas infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.